Event description:
It was reported that a user experienced elevated blood glucose after being advised to announce meals at their usual amounts rather than more than usual, and the user suspected the ilet algorithm was relearning routine meal entries; the user denied illness, infusion site issues, or scar tissue, and no device alerts or alarms occurred. Investigation included a review of device use and user technique with troubleshooting and education on meal announcements. Investigation of this case revealed use-related factors related to meal announcement practices and expected algorithm adaptation. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond routine self-management, and no impact on activities of daily living. It was concluded that, based on previously established findings for similar reports, the device functioned as designed and that the event was related to user meal entry behavior with physiological response during algorithm adaptation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.